Manufacturer narrative:
The report of pump stoppages was confirmed upon evaluation of the returned pump. An external driveline replacement was performed and approximately 19 inches of the distal end of the driveline was returned for evaluation. Continuity testing of the replaced portion of the driveline found all wires were electrically intact. Visual examination and high potential testing found no area of compromised wire insulation. The issue did not resolve with the external driveline replacement, and the patient received a pump exchange on (B)(6) 2015. The driveline was cut approximately 8 inches from the pump housing and the remainder was returned in one segment. Continuity testing of both driveline segments found all wires were electrically intact. The previous driveline repair was examined and was unremarkable. Examination of the driveline segment extending from the metal connector, approximately 27 inches, found no area of compromised wire insulation. Examination of the driveline segment extending from the pump housing, approximately 8 inches, found breakdown of the braided shield approximately 2.5 inches and approximately 4 inches to 6 inches from the pump housing. Examination of the underlying wires found a breach in the red wire insulation approximately 2.5 inches from the pump housing in the location of the terminus of the bend relief. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the red wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the low speed and pump stoppage events captured in the submitted system controller log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppages were noted during a routine device interrogation. 3 pump stoppages were captured in the log file; each event occurred when the patient was connected to the power module and power module patient cable. The patient was asymptomatic, but would remain inpatient on an ungrounded patient cable and/or batteries. On (B)(6) 2016, the manufacturer's technical services arrived on site for an external driveline repair. Technical services reported that the driveline was damaged, but they were unable to reproduce motor stopped events during the on site evaluation. The maximum length of the external driveline was repaired. It was reported that the patient underwent a pump exchange on (B)(6) 2016.